Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the surgeon reported that the cylindrical and axis measurements were off by a couple diopters during aphakic measurements in the unknown eye of a patient, during surgery.

Manufacturer narrative:
Additional information provided in d.9.,h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to resolve the reported event remotely with the customer. Therefore, their system was not tested onsite. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).